Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced left sided device migration and right sided cutaneous contour deformity post procedure. The right sided was deformed, misshapen, and there was rippling. The left patient could feel the implant bad on the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-06906 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on june 14, 2022. The implant date was clarified to be (B)(6) 2022. The cutaneous contour deformity reported initially was clarified to be deflation. Explant without replacement is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation/device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2022 . The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2022. In addition to the issues reported initially the patient experienced several unexplained systemic symptoms. The exact nature of the symptoms was not specified. Reason for device explant and/or reoperation: generalized illness/deflation/device migration h6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 12, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).